Event description:
Dealer states that the motor gearbox over heats, grinding, and chair turns in a circle.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.